Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2008 and was revised on (B)(6) 2018. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood.

Manufacturer narrative:
Additional information: update to device information. An event regarding disassociation involving an accolade stem that was mated with a lfit v40 cocr head was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: cannot confirm event, need additional information; primary operative report, clinical and past medical history, additional serial dated x-rays and examination of explanted components. -device history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies.. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the reported event could not be confirmed nor the root cause determined as insufficient information was provided. Further information such as primary operative report, clinical and past medical history, additional serial dated x-rays and examination of explanted components are are required to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2008 and was revised on (B)(6) 2018. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood.